Event description:
It was reported that the patient felt dizzy, lightheaded, then dropped to the knees, and received therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7000-65, competitor implantable tachy lead, (B)(6) 2009; 5076-52, implantable pacing lead, (B)(6) 2009. (B)(4).